Event description:
Caller reported an error with the continuous glucose monitor, identified as error 42. There was no adverse impact to the customer's blood glucose level. Cts provided assistance by walking the caller through a pump reset, and subsequently, the error code did not reappear. The caller successfully started their sensor session.